Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was too slow and took greater than 5min for patient name to appear. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient searches at the station taking too long and timing out. A technical support specialist (tsc) dialed into the system, ran group policy updates, and performed disk cleanup utilities. Additionally, the system file checker was executed, the medapp was repaired, and the station was rebooted. During observation, users were able to log in and search for patients without any errors or delays. This was confirmed with user. It was noted that the medstations were showing as non-compliant in rss. A query from knowledge article dst network communication test to security module revealed that the stations were not reaching the secmod. The tsc explained to user that the hospital information technology team (hit) team needed to check the network firewall settings to ensure proper communication between the secmod and the stations, allowing the server to push updates. A new case was submitted to set up a new secmod and point the stations to it. Dst completed the setup and migrated the stations, but also emphasized that the network configuration needed to allow communication between the secmod and the stations. User was notified, and the network guide was provided. A follow-up check in rss confirmed that the stations were showed as compliant (wsus). User verified the station performance with the unit and approved the closure of the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was too slow and took greater than 5min for patient name to appear. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.